Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode where inappropriate anti-tachycardia pacing (atp) and electric shocks were delivered. Therapy was exhausted. The patient also showed asymptomatic ventricular tachycardia on telemetry monitor but this was not stored in the device because of duration. The ICD has been reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.